Event description:
While attempting to defibrillate a patient, the device failed to discharge with paddles. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.